Event description:
It was reported that the lead integrity alert (lia) triggered due to oversensing and noise. The patient will be monitored closely, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.